Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A impl tapered scr-v sbm 6m m 5.7mm 8mm (tsv6b8) was returned for investigation. Visual inspection of the as returned product identified bone and a fracture at the collar section. Device history review (DHR) review was completed for the subject lot number (63713402). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63713402) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported the prosthesis in tooth location #47 did not adjust and realized the implant was fractured. The implant was removed.